Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, the patient presented to the medical facility complaining of back pain. A computed tomography scan on this day revealed an infected graft. The physician attributed the infection to strep constellatus found in a tracheoesophageal fistula. On (B)(6) 2013, the stent-graft system was explanted, and the aneurysm was surgically repaired. The patient tolerated the procedure. The explanted devices were discarded at the facility.

Manufacturer narrative:
Additional excluder device implanted and/or related to this report: (B)(4). Results - a review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. Conclusion - the physician attributed the infection to strep constellatus organism found in a tracheoesophageal fistula.